Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a sudden onset of shaking on her left side. The patient spoke to her health care provider (hcp) about it and was told that "it is as high as it goes". The shaking began occurring about two weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.